Event description:
It was reported that during prophylactic laser removal of a right ventricular (rv) lead the patient experienced myocardial perforation and a drop in blood pressure. Patient had emergency chest surgery and extracorporeal membrane oxygenation (ECMO) was required for stabilization. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7288 implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.